Manufacturer narrative:
The customer reported that the device had a burning smell. The device was at the patient¿s home at the time of the allegation. The hrc technician states that the device has not been returned for evaluation at this time. Pick up of the device is being scheduled. There was no allegation of patient or caregiver injury or death reported from this alleged incident. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on the device. No further information is available on the repair of the device at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the device had a burning smell. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
Hillrom received a report from a hillrom technician stating the device had a burning smell. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The customer reported that the device had a burning smell. The device was at the patient¿s home at the time of the allegation. Hillrom engineer docked a known good ventilator unto the compressor. He then connected a known good oxygen hose and a good patient circuit to the compressor and ran the setup at low, medium, and high activity levels. He did not observe the alleged compressor smelled like burning. The devices performed as intended. No malfunction found. There was no allegation of patient or caregiver injury or death reported from this alleged incident. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on the device. The hillrom engineer thoroughly inspected the bed and was unable to duplicate the alleged issue. The bed functioned as designed. No malfunction. No report of serious injury or death. Hillrom does not consider this complaint reportable. No further action is required.